Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they fell and landed on the implant on monday. Patient said they went to the doctor and they retried to reprogram the device and they were having to have the device taken out and another one put in. Patient mentioned they will have the new device implanted on monday. Patient mentioned that they turned the device off because it was causing them so much pain and shooting out impulses all the time. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported that they had a shocking sensation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.